Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2012, inratio: 1.3, 2.3, doctor's meter: 2.8, date: (B)(6) 2012, inratio: 1.6. Therapeutic range 2.0-3.0. (B)(6) has been testing her inr at home for 2.5 months.

Manufacturer narrative:
Investigation pending.